Manufacturer narrative:
UDI: unavailable.   A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : sample not returned for evaluation.

Event description:
We filed (B)(4) on (B)(6) for this same patient. On that complaint the patient was shown to have a broken c3 screw; here is the original text (patient arrived at dr (B)(6) and during standard post operative follow-up, it was discovered that he had a broken c3 mountaineer screw (3.5 diameter). At this time no indication was made of a traumatic event which could have caused the fracture. The patient reported doing well after the initial operation to treat cervical disc degeneration with posterior mountaineer fixation from c3-t2. The patient did not have any neurologic or functional deficits from the fractured screw. The surgeon decided to place the patient in a miami-j collar and follow him closely. No planned reoperation at this time). Current issue: the patient was placed in a collar after the first broken screw in (B)(6). The same patient returned to clinic and was noted to have a new broken screw at right t2. The patient is noted to be asymptomatic and doing well but the surgeon was concerned that the screws broke early in the healing process.